Event description:
A complaint was received regarding erratic glucose test values while using the adc meter. As a result, the customer was unable to adjust their insulin dosage due to inaccurate readings. Additionally, they ¿also mentioned that they became unconscious 3 times due to hypoglycemia already but can't remember the exact date and time it happened" or verified if the loss of consciousness was related to glucose values obtained from the adc meter. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding erratic glucose test values while using the adc meter. As a result, the customer was unable to adjust their insulin dosage due to inaccurate readings. Additionally, they ¿also mentioned that they became unconscious 3 times due to hypoglycemia already but can't remember the exact date and time it happened" or verified if the loss of consciousness was related to glucose values obtained from the adc meter. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid lot of serial number has not been provided for this complaint. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continues to be safe, effective, and perform as intended in the field. Stability data for the freestyle strips was reviewed and showed no anomalies or non-conformance that could have led to the complaint. A tripped trend review was conducted for the reported complaint and the freestyle strips , no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and the freestyle freedom lite meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.